Event description:
The following complaint was reported by a health care professional: hip replacement patient - male pt did state on admission that he had experienced some sensitivity dressings on previous occasions but did not mention any allergic reactions. Day three post operative he complained of itching and the dressing with some blistering.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The pt was given antibiotics, piriton and the wound covered with a wound pad; the condition of the surrounding skin began to improve. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. (B)(4).